Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent skin revision surgery and was administered a topical antibiotic (date not reported).